Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The hose was replaced to repair the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the carbon dioxide tank hose connected to the insufflation unit was leaking on both ends. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event. The cylinder hose is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor tightening failure caused by a defective hose connector might be one of the causes. The root cause could not be identified. Olympus will continue to monitor field performance for this device.